Event description:
Boston medical tracoe 104a, size 7, nonfenestrated inner and outer cannula tracheostomy tube was delivered to the pt august 2003. -had been delivered to facility 5 months prior, then underwent eto sterilization in the materials management department, then was stored in the ent department until delivery to the pt during an outpatient clinic visit-. The pt wore the tube for 2-3 days. They noticed that with normal walking and head movement the swivel speaking valve repeatedly slipped to a semi - open position causing the metal diaphragm within the speaking valve to be stuck in a position that occluded the airway. When this happened repeatedly over 2-3 days, they stopped wearing the tube and just returned it this week.